Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient being shocked was not confirmed. A review of the submitted controller event log file spanned approximately 9 days (02jan2026 ¿ 20jan2026 per time stamp). There were no notable alarms or atypical values observed in the log file. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that the patient was being ¿shocked¿ but their ICD is out of battery. They were trying to cover all bases to make sure the vad isn¿t causing this sensation. Additional information provided stated that the cause of the shock sensation is unknown, there were no alarms present at that time, no equipment was exchanged, and no product would be returned. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook section 2 ¿how your heart pump works,¿ section 3 ¿powering the system,¿ section 4 ¿living with the heartmate 3,¿ and section 6 ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller, in such ways that would avoid the user feeling an electrical shock. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all system controller alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had episodes of being ¿shocked¿ but their implantable cardioverter-defibrillator (ICD) was completely dead. There was concern the ventricular assist device (vad) was causing these sensations. Log files were sent for review. The event log file contained clusters of pulsatility index (pi) events as well as routine power source changes. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. Technical services recommended a system controller exchange if their was chipped paint that may be exposing the metal housing on the system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.